Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported "device error: always shutting down by itself." No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. When powered on the display did not show an image. Internal inspection showed broken standoffs and loose screws. The lcd was replaced and the device functioned as designed. The device was operated for 72 hours and did not power off unexpectedly. The customer complaint could not be duplicated. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.